Manufacturer narrative:
The device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed the shaft partially separated near the collar and the tip of the device was damaged (flared/notched). The rest of the device was inspected and there was no other damage found.

Event description:
Reportable based on device analysis completed on 30-apr-2019. It was reported that the device failed to cross the lesion. The 90% stenosed, 12mm x 3.0mm, target lesion was located in the moderately tortuous right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the shaft partially separated near the collar.